Event description:
Information received from on independent laboratory indicates that a patient underwent knee arthroplasty on (B)(6), 2003. It was further reported the implant was revised approximately three years later for unknown reason. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Information received from the independent laboratory was very limited in nature. Follow up attempts to obtain more detailed information have been unsuccessful to date. In the event that additional details pertaining to event information are received, a follow up medwatch will be submitted to the FDA. The following sections could not be completed with the limited information available: date of event - the date of the revision procedure is unknown, but was reported to have taken place approximately three years after initial implantation. Brand name - unknown. Type of device - the part identification was not provided. Date explanted - unknown.